Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was an anterior cervical discectomy and fusion (acdf) with a perforation that occurred in the vertebral artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The reported patient effect of surgical procedure is listed in the graftmaster IFU as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The balance middleweight universal guide wire is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was an anterior cervical discectomy and fusion (acdf) with a perforation that occurred in the vertebral artery. The 2.8x26 mm graftmaster covered stent could not be advanced to the desired area with the use of the balance middleweight universal guide wire. When attempting to pull the graftmaster back into the sheath, there was difficulty and stent dislodged off of the delivery system. The guide wire also separated and the separated portion was removed with the graftmaster stent delivery system. The dislodged graftmaster stent was removed via cut down procedure. A new guide wire and a non-abbott stent were used to seal the perforation. There were no reported adverse patient sequela. No additional information was provided.